Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operational check. The customer reported that all power sources had to be disconnected and power reconnected for the device to power off and back on again. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operational check. The customer reported that all power sources had to be disconnected and power reconnected for the device to power off and back on again. There was no pt involvement. Philips spoke with the customer, confirmed the symptom, and had the customer reload the software. The customer reported that reloading the software resolved this malfunction.